Event description:
Pt found pulling on foley catheter tubing. Before rn could get to the pt the tubing had snapped in two. Balloon tip remained within penis. Pt later expelled the remainder of the catheter while straining for bowel movement.